Event description:
It was reported the battery seems to be discharging faster than expected. It was also reported there was an error message that cannot be duplicated (battery may be low). The device was returned for evaluation and repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).